Event description:
It was reported that the pt's device system was removed a couple of months ago due to infection. No pt symptoms or outcome were reported. Add'l info has been requested from the hcp but was not available on the date of this report. See MFR report #3004209178200802211.

Manufacturer narrative:
.